Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant after positioning this right ventricular (rv) lead normal impedance and pacing thresholds were noted. After implanting both the atrial and ventricular leads the rv lead was tested again and pace impedance measurements were high and out of range. Testing was repeated with unipolar pacing, but the pace impedance measurements remained high and out of range. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant after positioning this right ventricular (rv) lead normal impedance and pacing thresholds were noted. After implanting both the atrial and ventricular leads the rv lead was tested again and pace impedance measurements were high and out of range. Testing was repeated with unipolar pacing, but the pace impedance measurements remained high and out of range. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant after positioning this right ventricular (rv) lead normal impedance and pacing thresholds were noted. After implanting both the atrial and ventricular leads the rv lead was tested again and pace impedance measurements were high and out of range. Testing was repeated with unipolar pacing, but the pace impedance measurements remained high and out of range. A request for technical review was needed. Technical services (ts) discussed several causes for high impedance measurements. It was noted that the physician believed that the issue was due to scar tissue and inactive tissue where the helix was placed at the high septum as the pace impedance was eventually normal in the low septum. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant after positioning this right ventricular (rv) lead normal impedance and pacing thresholds were noted. After implanting both the atrial and ventricular leads the rv lead was tested again and pace impedance measurements were high and out of range. Testing was repeated with unipolar pacing, but the pace impedance measurements remained high and out of range. A request for technical review was needed. Technical services (ts) discussed several causes for high impedance measurements. It was noted that the physician believed that the issue was due to scar tissue and inactive tissue where the helix was placed at the high septum as the pace impedance was eventually normal in the low septum. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in two segments, severed approximately 258 mm from the terminal end. This was determined to be induced damage during the implant with the coils and insulation cut with a tool. The clinical observation was not confirmed due to normal lead resistance measurements and inspection showed no conductor issues.